Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was observed to have damaged the insulation of the left ventricular (lv) lead, creating a hole in the lead. The physician suspected a malfunction of the lv lead, so the lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the guidewire penetrating and perforating the lead was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination revealed the insulation to be perforated and the inner coil to be damaged at the distal region, which is consistent with procedural damage. No other anomalies were noted.